Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6).2024. During the procedure, the tip of the needle knife detached inside the patient and was retrieved using forceps. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife detached. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (forceps). Block h11: investigation results the returned rx needle knife xl was analyzed, and a visual and microscopic inspection found that the cutting wire was blackened and broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the needle (wire) broken and blackened, based on this condition it can be determined that current was applied to the device. It is likely that the technique used, the patient anatomy, interaction with the scope or additional devices, also if it was exceeded the maximum of voltage or if the cutting wire was not in constant motion as per IFU states, therefore these procedural factors could have contributed to the broken wire, leading to an extension problem as well due to the missing broken section. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the tip of the needle knife detached inside the patient and was retrieved using forceps. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of needle knife detached. Imdrf impact code f2301 is being used to capture the reportable event of additional device required (forceps).